Event description:
It was reported that when using the bd pyxis¿ medbank drawer did not open when the user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist assisted the customer to getting the drawers open. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.